Manufacturer narrative:
The device was discarded by the customer and, therefore, a physical investigation could not be performed to determine the exact root cause. The site did not provide the serial number, so a review of the device history record could not be performed. The customer reported that the patient did fine. While no patient impact, or adverse event was reported, the patient underwent a second procedure to replace the device.

Event description:
On (B)(6) 2019, after 11 hours of therapy, the ICU staff member called the ekos helpline stating that the manifold on the infusion catheter was leaking fluid. The nurse did not know which port was leaking on the catheter. The catheter was being placed to treat a pe. The fellow placed an order to disconnect tpa, and ultrasound until a new catheter could be placed. The patient went back to the cardiac catheterization lab (ccl), and had another ekos catheter placed. The patient reportedly did "fine".